Event description:
During the ptca, the occlusion balloon deflated unexpectedly. After stenting and aspiration of the vessel, the occlusion balloon was deflated by the physician. The physician then attempted to inflate the occlusion balloon again, but it deflated gradually. A leak was noticed where the torque handle was applied to the wire. The physician thinks that he fastened the torque handle to the wire with too much force. There was no adverse effect to the patient who was reported to be in stable condition following the procedure.